Event description:
It was reported that during an arthroscopic procedure, the second 'suturefix' anchor that was placed came out of the bone at the time of tying, normal force was applied by the specialist. The placement site was adequate, the respective placement technique was carried out and the bone did not present poor bone quality; however, the anchor broke inside the patient and it was removed from the anatomy. This resulted in a non-significant delay and the procedure was successfully completed using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the process summary found that the storage requirements, material specifications, and material tests were appropriately documented. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.